Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. There was contrast in the inflation lumen. The balloon was tightly folded. Microscopic examination presented no damage or irregularities in the tip and balloon material. Microscopic examination and tactile inspection of the inner and outer shafts revealed numerous kinks throughout the shaft. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft of the hypotube and a complete hypotube separation 68cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities with the bi-component weld bonds. The overall length of the catheter was measured and passed product specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary (rca) artery. A 2.00mm x 15mm emerge¿ balloon catheter was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned product analysis revealed a hypotube break.